Event description:
Alleged event: clips did not come out - no clips were released. The patient's conditions was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endos ml, lot #73g1400565 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). There are no appropriate result and conclusion codes available. One (1) applier of catalog number 543965 auto endo5 ml was received used lot # 73g1400565 was confirmed. Components look well assembled, no stuck clip in jaws. Applier was fired and one clip was released, however, the clip did not load in jaws; broken clip released, root cause unknown. During activation it was observed that the spring jaws component is bent. Although failure mode, no clips released, was confirmed during first activation the root cause is considered unknown. However with the 7 remaining clips, the failure mode, as reported, was not able to be duplicated. The manufacturer will continue to monitor and trend related events.